Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, primed medication using tubing, when rn noticed cut/hole in primary tubing that medication had already gone through.